Manufacturer narrative:
Device evaluation: analysis of the returned device identified delamination valve, creases fold and wear abrasion. A leak test and microscopic analysis was performed which identified delamination total of the valve and opening crease sharp on the anterior. Based on the device analysis the final assessment is: creases are observed but have no relationship with manufacturing. A delamination total of the valve (adhesive failure). An opening crease sharp on anterior due to fold flaw opening.

Event description:
Creases were observed upon explant surgery.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was deflation. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.